Manufacturer narrative:
Product event summary : the full lead was returned and analyzed; analysis revealed a breach of the outer insulation at the first rib and clavicle. A good faith effort will be made to obtain the applicable information relevant to the report. If information is provided in the future, a supplemental report will be issued.

Event description:
The right ventricular pacing lead was returned to the manufacturer after being explanted due to a system upgrade from an implantable pulse generator (ipg) to bi-ventricular implantable cardioverter defibrillator (bi-v ICD), and subsequently tested out of specification. No patient complications have been reported as a result of this event.

Manufacturer narrative:
If information is provided in the future, a supplemental report will be issued.